Event description:
Nurse was hanging a secondary bag of 40 meq of kcl and the pump was programmed to run at 62.5 ml/hr. Nurse noticed that bag was dripping very fast. Nurse checked pump set-up and it appeared to be correctly connected. Appeared that volume in primary bag was increasing while secondary bag decreasing. Attempted to re-create scenario in the training lab with another pump and same type of tubing. Was unable to re-create. No patient harm.